Event description:
The account alleged that the head section would drift down when weight was applied to the sleep deck when the unit was in the highest hi/low positon.

Manufacturer narrative:
The account found there was a kink in the line for the head cylinder where the hose should be held in place at the restraint bracket on the base fame. None of the hoses were routed through this area. The manifold had recently been replaced and the hydraulic lines were not routed correctly. The account correctly rerouted the hydraulic lines to repair the bed.